Event description:
Physician was attempting to treat a lesion in the left anterior descending artery (lad) using endeavor resolute drug eluting stent. The device was inspected prior to use with no abnormalities noted. The angiography results showed 95% stenosis in the proximal to mid lad. The lesion was pre dilated with sprinter legend 2.5x18mm at 8atm, but the lesion could not cross the lesion and the stent was deformed. The physician dilated the lesion again and used a new device to complete the procedure. There was no injury to patient. Evaluation summary: the stent was positioned between the marker bands as per specifications. The 5th and 6th proximal stent segments were pinched and deformed. Please note that this device (endeavor resolute) is distributed outside the united states: however, it is similar to the united states distributed product (resolute integrity).

Manufacturer narrative:
Results and conclusions: (stent deformation). (Highly stenosed lesion). (B)(4).